Event description:
It was reported that the fowler was not operating properly on the bed. No injury was reported.

Manufacturer narrative:
Fowler motor was not functioning properly. User facility attempted to repair the motor before notifying a stryker field tech. In this attempt, the manual CPR release cable was loosened inhibiting its functionality.